Event description:
Twenty minutes after a pump refill, the patient experienced an overdose with a symptom of lethargy. The physician was questioning a pocket fill. The patient was on their way to the hospital via ambulance. The programming was verified to be accurate. The device system was used to deliver fentanyl and compounded baclofen. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).